Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2013. According to the information received a customer's daughter called in. She stated that her father was using catheters that did not have a visibly clear guide stripe. The customer used the product and injured himself which resulted in a trip to the emergency room. A foley catheter was inserted until the patient recovered.

Manufacturer narrative:
The product was returned and it was visually verified that the guide stripe was too thin and out of specification. Based upon examination of the returned product this complaint can be confirmed as reported.